Event description:
Patient was revised to address loosening of the stem. Poly wear and osteolysis were also found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination since its release for distribution. Product/lot information was not provided for the associated acetabular liner. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.